Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, she was unable to unscrew the battery cap from the insulin pump to insert a new battery. Since then customer hasn't been treating her blood glucose properly. Blood glucose was 23.3 mmol/l, treated with a pen. Customer was advised the device need to be replaced and she agreed to return it for further analysis.